Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to osteotomy sight pain and breakage of a 4 hole ulna osteotomy plate. Initially the patient was implanted on (B)(6) 2017 with an unknown 4-hole ulna osteotomy plate and (4) unknown 2.7 mm cortex screws to treat wrist pain status post a radius fracture many years earlier that resulted in the patient having a shortened radius bone and longer ulnar bone. Postoperatively, the patient had pain free wrist range of motion and had a 5 lb restriction on lifting with that arm. On an unknown date the patient was reaching behind his back when reportedly, the plate broke that was later confirmed by x-ray (date and results unknown). During the revision the broken plate and the plate fragments were easily retrieved. The (4) cortex screws were removed whole and intact. Routine x-rays were taken during the procedure. The patient was implanted with an 8 hole 3.5 mm locking compression (lcp) plate, and 7 unknown screws. The procedure was successfully completed with no surgical delay reported. Patient outcome was reported stable. This complaint involves 1 device. Concomitant devices reported: 2.7 mm cortex screws (unknown part and lot numbers, quantity: 4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient identifier: (B)(6). Additional product code: hwc. Part, lot, UDI. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 12.feb.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned plate was examined and the complaint condition was able to be confirmed as the plate was found to be broken through the 4th hole. The complaint condition cannot be replicated due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Additionally the following six screws were returned without allegation. The devices were examined and, aside from wear consistent with implantation and explantation, were found to be in good condition. As there was no allegation and no defects or deficiencies were identified upon receipt, no further investigation is required. The 2.7mm locking screw, 14mm long (202.214), qty 2; 2.7mm locking screw, 12mm long (202.212), qty 1; 2.7mm cortex screw, 14mm long (202.874), qty 3. The 2.7mm lcp osteotomy plate (02.111.900 lot 8815226) is a component of the 2.7mm lcp ulna osteotomy system which provides angular stable fixation for ulna shortening osteotomies. The plates feature both locking and combi holes which accept 2.7mm locking and cortex screws. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture):. Dimensional analysis cannot be completed adjacent to the fracture site due to the plates geometry and post-manufacturing damage. A device history review, including material and hardness review, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. This complaint condition is adequately covered by the risk assessment. Corrected data: patient initials, clarification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initially reported that a 4-hole ulna osteotomy plate and (4) unknown 2.7mm cortex screws were implanted. Received confirmation that the explanted devices were one (1) 2.7mm 6 hole lcp ulna osteotomy plate, two (2) 2.7mm locking screws 14mm long, one (1) 2.7mm locking screw 12mm long, and three (3) 2.7mm cortex screws 14mm long. Concomitant devices reported: 2.7mm locking screw 14mm long (202.214, lot number unknown, quantity 2), 2.7mm locking screw 12mm long (202.212, lot number unknown, quantity 1), 2.7mm cortex screw 14mm long (202.874, lot number unknown, quantity 3).